Event description:
The customer reported that the jaws of the device would not reopen while applied to tissue. To remove the device from the tissue, the surgeon manually force the device off. Another device was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow up report will be submitted.